Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they only had one setting for their device. The patient stated that whenever they would set the device to 30, their bones would ache. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that around (B)(6) 2018 and (B)(6) 2019, the patient had started noticing an intense burning sensation when stimulation was on. The burning would start at the ins site in their lower back, and every time the patient would move it fired them up. It was noted that the patient had turned while watching tv, and it made the burning much worse, and has been since then. It was so bad that the patient had to turn their stimulation off, which resolved the burning sensation but since the ins was off, their pain returned and it was real bad for the patient. It was noted that the patient had physical therapy on (B)(6) 2019, and they cried through the entire session because the ins was not helping their pain. They also had a massage on (B)(6) 2019, and their muscles were jumping all over the place. The patient couldn't change programs because only one of their programs worked for them; the other programs made their muscles and bones ache. It was also reported that the patient had lost about 30 pounds. A request was made for the patient to meet with a manufacturer representative (rep) because their doctor's office was affected by a recent tornado. A message was sent to the field reps and one responded stating they would call the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no circumstances led to the issue. The patient said that the cause was that the battery was wearing out. The patient said she was still experiencing the burning sensation once in a while, but it was a lot more now (B)(6)2019. The patient said the issue was not resolved, but it would be when they replace their battery. No further complications were reported.